Manufacturer narrative:
Date of event: (B)(6). Date or report: 29aug2019. The customer was advised to check all tubing connections and try a different lower. The customer reported troubleshooting techniques remedied the reported condition. The blower assembly was returned for failure evaluation. The reported condition. The reported condition was verified. The root cause was identified by damaged to the silicone wire seal which caused a leak. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the leak test. The ventilator was not in use on a patient at the time of the event occurred.